Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported the patient experienced ventricular fibrillation (vf) when their device experienced a power on reset (por). The vf was successfully converted. It was also reported that the device exhibited high outputs and no wireless telemetry was available following the por. The device was reprogrammed to clear the por and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated a power on reset occurred.